Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan alleging that there were black marks on the display of the onetouch ultralink meter. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said the issue started two weeks before calling lifescan. He said he did not take any action regarding mgmt of diabetes due to the issue. At the same time, he discovered the issue he reportedly felt drunk and terrible, symptoms he attributes to hypoglycemia. The pt had food and/or drink as treatment for the symptoms and is on an insulin pump. According to the troubleshooting performed with customer service, there was no misuse of the product. This complaint is being reported because the issue was not resolved with troubleshooting. The product did not cause or contribute to a serious injury because the pt's symptoms started at the same time the reported issue first occurred. The pt took appropriate self-treatment. Replacement products were sent to the pt.